Event description:
The customer reported, a system failure of this x-ray system while a pt was on the table. It was noted that the x ray generator was not available.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).